Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via telephone call that the blood glucose had been running high. The blood glucose ran as high as 400 mg/dl when the customer was at a halloween party at school. The insulin pump alarmed for no delivery during the set changes. The parent reported that insulin did exit the tubing after disconnecting and reconnecting the tubing and reservoir and manually pushing. The customer was treated with a bolus.